Event description:
It was reported that the a leadless implantable pulse generator (ipg) implant was attempted. Five different implant attempts were made; however, there were unacceptable high capture thresholds and poor r-wave sensing. It was noted the device deployment and tether movement were impaired. The leadless implantable pulse generator (ipg) system was removed and a new system was attempted. The second attempted system also experienced poor r-wave sensing and unacceptable pacing thresholds. Further implant attempts were discontinued, the delivery system was removed and a traditional pacemaker system was implanted. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.